Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). It was reported that the suture was used on the uterus and the needle pulled off of the suture after approximately 3-4 passes through the tissue. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01967. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated and no defects were noted.